Event description:
Information was received that device display is blank. No adverse effects reported.

Manufacturer narrative:
Additional information received 9 november 2020 that the issue was discovered during testing. No alarm. No patient involvement. Device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and device found with wear and tear damaged enclosure and line cord. Outdated pcb, power switch, and front cover. Visual inspection was performed, then investigator plugged line cord into outlet and turned on power switch. The customer reported problem was confirmed. According to the investigation, the display was damaged causing the connection with the pcb to be disrupted. The investigation reported that this issue was caused by customer damage. According to the investigation, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is user interface (customer damage).